Event description:
(B)(6) study. It was reported that an infection occurred. Prior to the index procedure, 81mg aspirin and 5mg apixaban was administered. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted with a complete laa seal with deployed device diameter of 22.5 mm. On (B)(6) 2021, the subject was discharged home on aspirin (81 mg) and apixaban (5 mg). On (B)(6) 2021, infection was noted at the puncture site and antibiotics was started in response to the event.